Manufacturer narrative:
H3, h6: the probe was returned to medtronic for analysis. The tip of the returned probe was severely bent. With markers attached and fully seated, the probe displayed a good geometry error but a high divot error due to the bent tip. Codes b01, c13, and d02 are applicable to the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the probe instrument was deformed. There was no surgical delay. Additional information was received. It was reported that there was no impact on the patient outcome.